Event description:
It is reported that the stem is protruding through the box, and the bone plate's inner sterile packaging is broken.

Manufacturer narrative:
Evaluation: the package appears to have been damaged by excessive distribution/handling. Device history records indicate all components were manufactured and inspected to specifications. (B) (4). Total number of events: 3. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.